Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
Evaluation summary: review of the sterilization information for this device indicated normal sterilization cycle as confirmed by concomitant parametric controls.